Event description:
It was reported that the patient was admitted to the oncology department due to the need for chemotherapy. After communication with families, the patient underwent PICC placement on (B)(6) 2022. The hands and arms of the patient got swollen 10 days after placement. After a series of potential causes were ruled out, the catheter was removed from the patient and found leaking liquids. After communication with the head nurse, a product complaint needs to be filed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0886 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a subcutaneous leak in the catheter was confirmed but the cause is unknown. A video of a leaking 4fr groshong catheter was returned for evaluation. The catheter had been removed from the patient prior to the video being recorded. As the user advanced the plunger on an attached syringe, a spraying leak was observed emanating from the catheter. The leak was located in the catheter shaft, approximately 5-6cm distal of the strain relief of the groshong connector. The characteristics of the split could not be determined from the returned video as microscopic examination, tactile evaluation, and functional testing could not be conducted without the physical sample. Therefore, the exact root cause could not be determined. Possible contributing factors could include material fatigue, sharp instrument damage, damage from the stylet, and/or over-pressurization. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient was admitted to the oncology department due to the need for chemotherapy. After communication with families, the patient underwent PICC placement on (B)(6) 2022. The hands and arms of the patient got swollen 10 days after placement. After a series of potential causes were ruled out, the catheter was removed from the patient and found leaking liquids. After communication with the head nurse, a product complaint needs to be filed.